Event description:
Boston scientific received information that this left ventricular lead had dislodged. The lead is scheduled for revision in the near future. No adverse patient effects were reported.

Event description:
Additional information was received that a revision procedure was performed. It was also noted that in addition to the lead dislodgement, loss of capture was also noted. The lv lead was explanted and replaced with no adverse patient effects were reported.

Manufacturer narrative:
The lead was explanted. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Initial visual analysis noted blood and body fluid in the lumen of the lead. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities that may have contributed to the lead dislodgement.

Manufacturer narrative:
With current information the lead remains in service. No further information is available. This report will be updated if more information becomes available.